Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 511 mg/dl. Reportedly, the high bg was due to a reaction to the insulin the customer was taking. The customer attempted to resolve the elevated bg level by administering a correctional bolus via the pump and a manual insulin injection but was later treated at the ER with intravenous fluids of saline and insulin. Customer was discharged the next day with the issue resolved and no permanent damage. No alerts of occlusion and no issues with infusion set or cartridge were identified. System check confirmed pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.